Event description:
The facility reported an infusion pump with a failure code 570. Information was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No add'l info available.